Event description:
During the rewarming phase of an ivtm therapy with a thermogard hq console (sn (B)(6)), the customer noticed that the thermogard hq start-up kit (suk) was leaking saline. There were saline drops around the console's roller pump and inside the drip pan. Per the customer, saline leaked from the suk's air trap cap. The tghq console was water-soaked with saline, so the customer thought the tghq console might malfunction. Therefore, the customer discontinued using the thermogard hq console and switched to a thermogard xp ivtm console with a tgxp suk to continue and complete the treatment. The customer did not suspect any issues with the catheter. No patient injury was reported.

Manufacturer narrative:
Zoll has not received the thermogard hq console (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
H4 (device manufacture date) was updated. Zoll evaluated the thermogard hq console (sn (B)(6)) at the customer's site due to a suspected malfunction during a start-up kit (suk) leakage event. The inspection found no malfunction, and the thermogard hq console functioned as intended. No physical damage was observed, the guide rollers were intact, and the pump roller gap was within the specifications. The pump roller movement was checked without issues. No service action was needed as the thermogard hq system passed all tests and readings were within specified limits.